Event description:
Caller reported variable troponin I (tni) results when samples were run on triage cardiac panel test on different meters. After running the first patient sample, the customer immediately sent the sample to the lab since they had been having 'discrepant' results for the last week or two. The lab results were different from the 1st test run. Customer repeated testing on another meter and the results also came out different. Customer then ran one patient sample using the same triage cardiac panel device on three different meters with varying results.

Manufacturer narrative:
Investigation pending.